Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire / helical basket was used during a procedure performed in 2009. According to the complainant, the basket would not close. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.